Event description:
Boston scientific crm received information that this patient experienced a syncopal episode. During a device check, multiple premature ventricular contractions were noted. These get blanked when the device paces in the atrium, causing the ventricular pace to be close to the t-wave. Rate smoothing was programmed on, which caused pacing at a faster rate.

Event description:
Information was later received that this lead was surgically abandoned due to a system upgrade. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. Should any additional information become available, this report will be updated.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.